Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the aligner material (e.g., plastic, coating material) including aligners with occlusal blocks material". The treating doctor shared that the potential root cause of this event could have been an allergic reaction. This event is being filed as an MDR per 21 cfr 803 since a serious injury/illness occurred, and the invisalign system aligners were being used.

Event description:
The patient reported the symptom of throat closure and the patient presented evidence of an anaphylactic episode. The patient reported visiting the emergency room and requiring steroids, benadryl, and epipen medications to alleviate the reported symptoms. The patient discontinued the use of the aligners and is currently asymptomatic.